Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the patient inserted the sensor, they had a mild skin reaction with a rash at the sensor site. The patient saw their physician who prescribed diprogenta cream (cortisone and antibiotic). No additional patient or event information is available.